Event description:
It was reported that air bubbles were observed in an undefined location. Additionally, it was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.